Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the display was frozen on the "pump history" screen. Customer's blood glucose was 120 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.